Manufacturer narrative:
H6: corrected the following: health effect clinical code, medical device problem code, type of investigation, the most likely underlying cause for the revision reported is a combination of risk factors specified such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
D10: concomitant devices unknown. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 95 months after a total left hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, extensive osteolysis, synovitis, signs of oxidation/yellow discoloration, pitting, cracking and delamination of the poly. No further issues or complications were reported. No additional information is available.